Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer could not recall if the blood glucose level was impacted. As the alarm was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be determined.